Event description:
A physician reported a pt who was originally double skin tested about feb. 1999 with negative results. The pt was subsequently treated in 1999 (exact date not recalled) with a different formulation of product in the periorbital fine lines and the suspect product at the nasolabial folds. The pt was completely asymptomatic when seen two weeks post-treatment. About 6 weeks after treatment, the pt presented with redness at the nasolabial fold treated sites only. The physician believed the symptoms were probably hypersensitivity related. The physician voiced a suspicion, but was uncertain as to whether the pt had possibily been implanted with some other product by another physician; the pt had claimed not. The physician has since prescribed multiple corticosteroid topicals, intralesional injections, and antibiotics. As of 11/9/99, the pt's symptoms continue, with intermittent flaring. There have been no symptoms at the periorbital treated sites.